Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Intermittent low flow alarms were captured in the submitted log files on the day of implant; however, a specific cause for the low flow alarms could not be conclusively determined. The submitted log files were reviewed. Several changes to the stored patient speed and low speed limit were made. The pump operated at the set speed without issue. Intermittent low flow alarms were captured on (B)(6) 2023, and it was noted that the alarms decreased in frequency as the stored patient speed was increased. However, a specific cause for the low flow alarms could not be conclusively determined. The system appeared to be operating as intended, and there were no other notable events or alarms in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia, other neurological events (not stroke-related), and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The IFU also provides an explanation of all pump parameters, including flow and power. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU includes information for priming the pump, as well as de-airing the pump. This document warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of the IFU lists cardiac arrhythmia, other neurological events (not stroke-related, and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 also provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump, as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in operating room (or). Off pump implant went smoothly. Speed 5500 rpm¿s with normal flows and the healthcare provider closed aortic valve (aov). Chest was closed and ready to leave room. There was sudden drop in flow. Chest was reopened. There was no kink or obstruction of outflow. Ventricular assist device (vad) speed was increased to 8000 rpm¿s, unable to compress ventricle and aov was open. All external components were changed with no change. Log file review displayed multiple strings of low flows as mentioned where the low flow estimator dropped below 2.5 lpm during the ~2.5hr length of the log with an increase in pump speed from 3000 rpm to 8000 rpm with flow of 4.4 lpm on (B)(6) 2023 at 11:27am. It was later reported that patient had air entrapment in the operating room; it was unsure if it completely resolved. Additional log files noted multiple low speed advisories due to the low-speed limit being set below the fixed speed. Additional information stated that nurse vad coordinator reached out to heartline to review case and possible causes of low flow while patient was in the operating room on (B)(6) 2023. Log files were sent. In the interim coordinator contacted abbott clinical and vad coordinator noted abbott clinical reviewed possible causes for low flow including potential air entrapment. Suggestion was given from abbott clinical to tap the pump to release potential air entrapment. After surgeon tapped pump, vad coordinator noted echo showed snow globe effect with tapping. Coordinator noted they could not see a pocket of air on the echo prior to tapping the pump. The low flow cause was thought to be possible air entrapment. The air entrapment resolved with tapping and there were no more low flow reported. The patient was doing well postoperatively, weaned off pressor support and transferred to the floor (B)(6) 2023. There were intermittent episodes of supraventricular tachycardia (svt), found to have paroxysmal atrial fibrillation on interrogation, burden <0.1%. The patient was at the time working with therapies and on postop pain prior to discharge. On (B)(6) 2023, around 3:30, the patient became very confused. Ativan (lorazepam), robaxin (methocarbamol) and dilaudid (hydromorphone) were subsequently held. Computed tomography (CT) head was ordered as a result of the confusion. There was a concern for new small focal area of low attenuation of the posterior right occipital lobe which may represent a recent, acute subacute infarct. The patient has been continued on heparin as coumadin is being titrated. Discussion from healthcare provider: it certainly may have had a small infarct either leading up to hospitalization or peri-procedurally. The patient has been therapeutically anticoagulated for days on heparin. Medical team do not think this stroke likely occurred last evening and was the cause of his encephalopathy although it was not confirmed without magnetic resonance imaging (MRI) brain. Nonetheless, this did not change their management. The etiology was clear and the treatment from our perspective would be anticoagulation which the patient was already receiving. The patient was at the time being seen by therapies which would be our other recommendation. There was no need for further work up or follow up from a stroke perspective. It was suspected their altered mental status was due to an acute toxic metabolic encephalopathy superimposed upon hospital-based delirium. Sleep should be promoted. Centrally acting medications are currently required to address their pain, would taper as able. It was noted that the patient was having significant issues with pain so that this is not likely to be possible at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.